Event description:
It was reported that the patient with this inflatable penile prosthesis experienced pain during intercourse. He attributed this pain to not being able to fully delate the device. He also stated that the head of his penis is very hard and seems to enlarge when he urinates. He has been to see a physician assistant. A patient services (ps) representative suggested he speak to someone at his physician office to determine next steps. The ps representative discussed proper deflation techniques and he confirmed he was following those steps.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, conclusion codes of known inherent risk of device and cause not established were assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced pain during intercourse. He attributed this pain to not being able to fully delate the device. He also stated that the head of his penis is very hard and seems to enlarge when he urinates. He has been to see a physician assistant. A patient services (ps) representative suggested he speak to someone at his physician office do determine next steps. The ps representative discussed proper deflation techniques and he confirmed he was following those steps.